Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, when the surgeon completed pulling the seal, it was noticed that a suture had torn. A side biter clamp was used to repair the torn suture. No additional pt complications were reported.